Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's pacemaker displayed an eri message upon interrogation. The battery reportedly recovered after the eri flag tripped; however, the battery impedance was high. There were no patient consequences reported. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the device was explanted and replaced. There were no adverse consequences experienced by the patient. Explant date is unknown.

Manufacturer narrative:
Analysis of the device revealed that eri was triggered due to transient low battery voltage. This could occur if the device is operated with autocapture on and the device is implanted beyond its projected longevity period. The device exceeded the projected longevity by 1.25 years and the device voltage has reached eri level as expected and is considered to be normal battery depletion.